Manufacturer narrative:
(B)(6). Without the lot number it is not possible to determine the date of manufacture or which location produced the product.

Event description:
A respiratory therapist with a history of asthma reported she had an asthma attack and that she noticed a smell and taste in her mouth from mask. She stopped wearing the mask and used her inhaler. The user confirmed she had been fit tested prior to the use of this product.